Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information notes that the lead was explanted due to high lead impedance.

Event description:
It was reported that the lead was capped and replaced due to a pacing lead impedance anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.